Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high defibrillation impedance measurement was noted on the right ventricular lead. No intervention has been performed as the patient was asymptomatic and will continue to be monitored.

Event description:
During a successful defibrillation test, an increase in threshold, a decrease in sensing, and noise episodes were observed. No intervention was performed at this time, the patient will be monitored closely.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with those occurring at the time of procedure. The reported event of high defibrillation impedance, decreased sensing, increased threshold and noise was not confirmed.

Event description:
Additional information was received indicating the sensing value decreased further. The lead was explanted and replaced with no adverse consequences to the patient.